Event description:
The customer reported having low blood glucose of 30 mg/dl overnight and paramedics were called. The customer stated that his doctor adjusted the basal a month ago, and he lowered it again the day of the call. Advised the customer that he may want to check his basal rates because he may be getting too much insulin overnight when it is not needed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.